Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached and some of them were moved and overlapped, and one band was broken. The suture thread was in good condition and contained the seven knots. The suture thread was unfolded from the ligator housing, and the ligator housing still had six bands attached. The handle slot had the trip wire inserted. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and the ligator housing still had six bands attached. Additionally, some bands were moved and overlapped, one band was damaged, and the ligator housing teeth were bent/damaged. This suggests that the device could not deploy the bands. The bent teeth in the ligator housing, suggests an incorrect application of tension to the suture thread at the time of deployment, causing the movement and overlapping of the bands twisting them until they broke. Perhaps the technique used or the patient's anatomical conditions, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, the bands were adhered to one another. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital . Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.